Event description:
It was reported that during a laparoscopic cholecystectomy, when the surgeon was removing the gall bladder from the patient, the pouch broke. The contents did not fall into the patient. They do not know if all of the pieces were retrieved at this time. The patient has been released home.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Compliant information is trended on a regular basis to determine if further investigation is warranted.